Event description:
It was reported that the insulin pump alarmed no delivery after the bolus procedure. The blood glucose reading was 350 mg/dl, which the customer treated using the insulin pump. The customer stated that the no delivery alarm occurred during the night, causing high blood glucose levels. The customer was unable to complete troubleshooting. Advised the customer of the possible outcomes of performing the fixed prime test. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.